Event description:
It was reported that a cardiac perforation occurred. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. The physician was having difficulty to perform transeptal and struggled to engage septum within the fossa. It was attempted multiple times by readvancing up the superior vena cava (svc) with the wire leading and coming down to engage the fossa like normal. There was a fair amount of difficulty visualizing the septum clearly and consistently but no difficulty visualizing the equipment. The dilator was repositioned up and down the septum many times to try and get positioned. The physician pulled out the sheath and reshaped it to give it greater bend. After another few attempts like before, the sheath was pulled out one more time to add more bend proximally. This time the physician was able to engage the septum and get across normally. However once across and were attempting to move the versacross wire, the anesthesiologist noticed something in the right atrium (ra). A large fluid sac in the ra was noted and the decision was made to abort the case. The sheath was withdrawn, fluid and pressors were given by anesthesia to help increase blood pressure, an arterial line was started, and then the patient was transferred to the intensive care unit (ICU) for monitoring. Cardiothoracic surgery was consulted however operation was not recommended due to the patient age. In the physician opinion, while trying to go transeptal the physician inadvertently causes some sort of injury to ra wall which caused bleeding and a dissection of the ra wall, creating a sub-luminal hematoma. It was not a pericardial perfusion per anesthesia (tee imager) and the physician, but rather a tear in the ra which filled with blood and expanded into the atrial space. This was seen on echo and no other confirmatory imaging was done to our knowledge. The patient was doing ok, actually and the thrombus was receding in size, off pressors, on anticoagulation and antiplatelet therapy. The family chose for him to go comfort care. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separated report for versacross rf wire is being submitted. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a cardiac perforation occurred. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. The physician was having difficulty to perform transeptal and struggled to engage septum within the fossa. It was attempted multiple times by readvancing up the superior vena cava (svc) with the wire leading and coming down to engage the fossa like normal. There was a fair amount of difficulty visualizing the septum clearly and consistently but no difficulty visualizing the equipment. The dilator was repositioned up and down the septum many times to try and get positioned. The physician pulled out the sheath and reshaped it to give it greater bend. After another few attempts like before, the sheath was pulled out one more time to add more bend proximally. This time the physician was able to engage the septum and get across normally. However once across and were attempting to move the versacross wire, the anesthesiologist noticed something in the right atrium (ra). A large fluid sac in the ra was noted and the decision was made to abort the case. The sheath was withdrawn, fluid and pressors were given by anesthesia to help increase blood pressure, an arterial line was started, and then the patient was transferred to the intensive care unit (ICU) for monitoring. Cardiothoracic surgery was consulted however operation was not recommended due to the patient age. In the physician opinion, while trying to go transeptal the physician inadvertently causes some sort of injury to ra wall which caused bleeding and a dissection of the ra wall, creating a sub-luminal hematoma. It was not a pericardial perfusion per anesthesia (tee imager) and the physician, but rather a tear in the ra which filled with blood and expanded into the atrial space. This was seen on echo and no other confirmatory imaging was done to our knowledge. The patient was doing ok, actually and the thrombus was receding in size, off pressors, on anticoagulation and antiplatelet therapy. The family chose for him to go comfort care. The device is not expected to be returned for analysis (disposed). It was further reported that the patient expired on (B)(6) 2025 after being transferred to comfort care. The physician said that the hematoma from the procedure was improving in size on serial imaging and expected the patient to fully recover from the complication. The physician says the patient was experiencing a lot of back pain and palliative/comfort care was brought on board and eventually the patient expired. It is unclear what caused the patient to ultimately expired.

Manufacturer narrative:
The device did not return for analysis. However, based on the media provided, the reported allegations cardiac perforation and hematoma are confirmed, although all other allegations are not confirmed. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separated report for versacross rf wire is being submitted. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Manufacturer narrative:
Due to additional information received, this supplemental report is being filed for the updated fields: outcomes attrib to adv event (b2), describe event or problem (b5), in section b - adverse event or product problem, patient codes and impact codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only, and type of reportable event (h1), in the same last section h. Correction to initial MDR in block(s) init rptr also sent rep to FDA (e4), in section e - initial reporter. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separated report for versacross rf wire is being submitted. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a cardiac perforation occurred. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. The physician was having difficulty to perform transeptal and struggled to engage septum within the fossa. It was attempted multiple times by readvancing up the superior vena cava (svc) with the wire leading and coming down to engage the fossa like normal. There was a fair amount of difficulty visualizing the septum clearly and consistently but no difficulty visualizing the equipment. The dilator was repositioned up and down the septum many times to try and get positioned. The physician pulled out the sheath and reshaped it to give it greater bend. After another few attempts like before, the sheath was pulled out one more time to add more bend proximally. This time the physician was able to engage the septum and get across normally. However once across and were attempting to move the versacross wire, the anesthesiologist noticed something in the right atrium (ra). A large fluid sac in the ra was noted and the decision was made to abort the case. The sheath was withdrawn, fluid and pressors were given by anesthesia to help increase blood pressure, an arterial line was started, and then the patient was transferred to the intensive care unit (ICU) for monitoring. Cardiothoracic surgery was consulted however operation was not recommended due to the patient age. In the physician opinion, while trying to go transeptal the physician inadvertently causes some sort of injury to ra wall which caused bleeding and a dissection of the ra wall, creating a sub-luminal hematoma. It was not a pericardial perfusion per anesthesia (tee imager) and the physician, but rather a tear in the ra which filled with blood and expanded into the atrial space. This was seen on echo and no other confirmatory imaging was done to our knowledge. The patient was doing ok, actually and the thrombus was receding in size, off pressors, on anticoagulation and antiplatelet therapy. The family chose for him to go comfort care. The device is not expected to be returned for analysis (disposed). It was further reported that the patient expired on (B)(6) 2025 after being transferred to comfort care. The physician said that the hematoma from the procedure was improving in size on serial imaging and expected the patient to fully recover from the complication. The physician says the patient was experiencing a lot of back pain and palliative/comfort care was brought on board and eventually the patient expired. It is unclear what caused the patient to ultimately expired.